Event description:
The customer's mother reported via phone call that the customer had high blood glucose due to the pump. Customer started getting high blood glucose this morning. Customer attempted to treat with a bolus and later when she checked her blood glucose, she noticed it went up. Customer's blood glucose was 524 mg/dl at the time of the incident. Customer's current blood glucose is 358 mg/dl. Troubleshooting was performed and the customer was advised to do a complete set change. Customer was advised to call when the tubing clamp is received to perform a high pressure test. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.